Manufacturer narrative:
Unit passed self test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. However, pump error 37 alarm noted during rewind. Motor was tested outside the device and passed. Problem isolated to motor. The pump was received with a cracked case (battery tube), cracked keypad overlay, cracked battery tube threads. The pump passed the displacement test. Pump error 38 alarm during the rewind test, problem isolated to the motor assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was 3.4 mmol/l. The customer reported that there was a crack at the battery compartment from battery cap till bottom. The insulin pump will be returned for analysis.